Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. It was reported that the user was not familiar with operation of the device and improper device operation by the user was a factor.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2 during pre-use checkout. There was no patient involvement.